Event description:
Customer reported a failure code 810:04. Customer reported there were no patient injuries or medical intervention associated with this report. Customer did not have information whether incident occurred during patient infusion. Although baxter requested, no additional information was provided regarding patient demographics, medication involved, or device programming information. No additional contact information was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 10 2007. Evaluation summary:the device was evaluated at a baxter service center. The reported condition of failure code 810:04 was confirmed. The pumphead channel was dirty which caused the failure to occur. The pumphead module was cleaned and the device was returned to the customer fully operational.